Event description:
It was reported by the sales rep that during a procedure the bur broke off while the surgeon was drilling. The piece fell into the surgical site and was retrieved through suction. There were no adverse consequences or additional treatment required due to the bur breaking. The procedure was completed with a back up device.

Manufacturer narrative:
The product was received and the alleged complaint could not be determined. According to the tests conducted, the attachment would not hold bur. The root cause of this incident may potentially relate to abnormal treatment of the product. The failure to grip the bur properly was most likely caused by aggressive use at the customer account.